Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt was inflated with 20 cc of air and the seal was good for dissection. During harvesting, the balloon deflated due to the black inflation valve slowly dislodged. A replacement kit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly the reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).